Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump was damaged. Customer states that reservoir ring was fallen off so reservoir cannot be securely locked to pump. Customer¿s blood glucose was unknown at time of incident. Insulin pump will be return for analysis.